Event description:
It was reported that patients spinal cord stimulation (scs) is not working and gets hot when charging. The patient underwent implantable pulse generator (ipg) swap procedure. Patient is expected to fully recover. Facility disposed of device.

Manufacturer narrative:
Correction to blocks b5, e1, h6. Block b3: approximated based on the date the manufacturer became aware of the event.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patients spinal cord stimulation (scs) was not providing relief and gets hot when charging. The patient underwent implantable pulse generator (ipg) replacement procedure and was doing well postoperatively. The explanted device was discarded.